Event description:
The pt underwent repair of an incisional hernia under general anesthesia. Following surgery as the pt was coming out of anesthesia he developed difficulty in breathing. The pt had developed a left pneumothorax and underwent a direct laryngoscopy and tracheostomy. There appeared to be a tear in the posterior tracheal wall apprx. 3 to 4 centimeters below the cricoid.